Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the probe broke off and remains in the pedicle at l5. No screw could be implanted at l5. Fusion was from l4 - s1. Patient is said to be doing fine with no pain. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.